Event description:
Pt with dehydration in setting of severe non ischemic cardiomyopathy was receiving IV fluids at over 100 cc per hour ordered by cpoe. Because the bnp was elevated, the IV fluids were discontinued using cpoe. Three hours later, the pt was still receiving the IV fluids, causing a fluid overloaded state. The nurse had not seen the order because the nurse did not know there was a new order. The cpoe device provides no warning that a new order has been entered, and the nurse had not logged on to update the nurse's task screen for at least three hours. That there is not a warning or indicator of new orders is an intrinsic defect in the cpoe device that de facto causes delays in care.